Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing a lot of pain at the implant site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient experienced pain at the implant site. The patient noted the ipg had moved closer to the skin¿s surface and there was a lump under the skin over the ipg. The physician advised the patient to undergo an explant procedure as he would not be able to do a pocket revision to get her ipg back in the pocket correctly due to scar tissue.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced pain at the implant site. The patient noted the ipg had moved closer to the skin¿s surface and there was a lump under the skin over the ipg. The physician advised the patient to undergo an explant procedure as he would not be able to do a pocket revision to get her ipg back in the pocket correctly due to scar tissue.